Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 47 mg/dl. Customer stated that they got message that insulin pump delivery stopped then active insulin cleared, it happened twice. Customer also reported insulin pump received software error detected alarm and low level hardware failure error alarm. Insulin pump failed self test. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. The insulin pump will not be returned for analysis